Event description:
It was reported, the pt cannot communicate with the ipg with either the charger or the programmer. The pt stated, he stopped recharging the ipg about a yr and a half ago when he lost the charger and could not obtain a replacement. A sjm rep met with the pt and confirmed the loss of communication with the ipg. A request was submitted by the physician's office for a new ipg. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.